Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an alarm was received indicating the customer was out of insulin; no empty cartridge alarms were found in the pump history. The customer removed the cartridge from the pump and was able to withdraw 200 units of insulin from the cartridge. A new cartridge was loaded onto the pump resolving the issue. Customer's blood glucose level was 259 mg/dl.